Manufacturer narrative:
The insulin pump had cracks on the reservoir tube and battery tube threads. The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests.

Event description:
The customer called to report that she was at her hcp office due to high blood glucose levels. The reported blood glucose reading was 279 mg/dl. The customer also reported that there cracks on the battery and reservoir compartments. The customer stated that she was working on adjusting her insulin pump settings with her hcp when she noticed the cracks. Advised the customer that the insulin pump would be replaced. Nothing further was reported.